Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
On (B)(6) 2008, a sparc sling system was implanted to treat the plaintiff for stress urinary incontinence. It was alleged by the plaintiff¿s attorney that the product has caused plaintiff severe and permanent bodily injuries and significant mental and physical pain and suffering. The plaintiff¿s attorney also alleges that as a result of the implanted product, the plaintiff has suffered infection or inflammation, tissue abrasion, and other severe adverse health consequences, and that the plaintiff continues to suffer from pelvic pain, back pain, inability to stand for long periods, urinary incontinence, constant need to go to the bathroom, recurring infections, bleeding, fevers, and diarrhea, and that the plaintiff routinely takes pain medication and antibiotics due to the problems caused by the implanted product.